Event description:
It was reported patients ipg was end of life. It is unknown if this occurred prematurely. As such surgical intervention was undertaken wherein the ipg was replaced, and therapy was restored.

Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.